Event description:
It was reported that the patient experienced a post-op bleed.

Manufacturer narrative:
Tonsillectomy performed on female patient in (B)(6). Returned to work on day 3 post surgery, reported post-op bleed on day 14. Physician "did not know what level of care was required to achieve hemostasis and was going to research files." The facility did not retain the device or provide a lot number so an investigation of the lot history file could not be conducted.